Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the right ventricular lead. The device was unable to distinguish the patient's rhythm as normal due to the high rate timeout on the device. Confusion was expressed about the high rate timeout being on nominally in this device. The device and lead remain in use. No further patient complications have been reported as a result of this event.